Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset process. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump and instructed to call back if the issue recurred.